Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: corevalve accutrak delivery catheter system, product ID: dcs, lot number(s): unknown. Citation: chiu ca, chen pr, li yj, et al. Female showed favorable left ventricle hypertrophy regression during post-tavr follow-up. Kaohsiung j med sci. 2024;40(4):384-394. Doi:10.1002/kjm2.12808 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding sex-related differences in pre- and post-transcatheter aortic valve replacement (tavr) outcomes. Medtronic corevalve (n = 75) and non-medtronic sapien (n = 25) tavr devices were used in the study population of 100 patients. Deaths occurred during follow-up and the authors observed a higher overall survival rate in women than in men. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The following post-tavr outcomes were also listed in the article: need for a second valve; aortic regurgitation or paravalvular leak (mild to severe); mitral regurgitation (mild to severe); vascular complications (cardiac tamponade with extracorporeal membrane oxygenation, stroke with right hemiplegia, ascending aorta dissection, right lower leg hematoma, ecchymosis, and right forearm phlebitis); high peak/mean aortic valve gradients; and need for permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Updated information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding author stated: "to my best knowledge, the patients reported in our publication did not have any device-related adverse event." However, the author did not corroborate this statement with any other data or evidence.